Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, an obstruction was removed, the cartridge was changed, and insulin delivery was resumed. Customer's blood glucose was 72 mg/dl.